Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED battery pack was expired. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.